Event description:
It was reported that the patient was seen in clinic for the follow-up visit after the device was replaced. Upon review, the device triggered a lead safety switch (lss) due to gradual increase in this right ventricular (rv) lead impedance measurements, measuring greater than 2000 ohms. The patient was dependent on this pacemaker system. There were no symptoms reported by the patient. It was reported that there were several oversensing events along with noise. All other electrical parameters were stable, and the patient was admitted in the hospital for lead revision. It was noted that the suspected cause of impedances was conductor fracture. This rv lead remains in service. No adverse patient effects were reported.